Event description:
The lay user / patient contacted lfs on (B) (6) 2010, alleging a battery indicator and then meter would not power on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to the patient to obtain further clinical information. The patient alleged that on (B) (6) 2010 at around 10:00am, the patient noticed the reported issue with her ultra meter. Since she was unable to test her blood glucose, she took her insulin based on what she ate. At an unspecified time later, she developed symptoms of feeling shaky. She did not seek any medical attention or contact her physician for assistance. This is not the first time the product was being used. The meter did not power on by pressing the power button, the batteries did not need to be replaced based on the initial call. The meter did not power on when a test strip was inserted into the meter. The patient was using the correct vial of test strips. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, how much insulin the patient had taken, how soon after taking insulin she exhibited the symptoms, how long symptoms lasted and what is considered a "normal" reading for the patient. The meter was replaced. The complaint is being reported since the patient alleged that due to the reported issue, she was unable to test and took insulin and later developed symptom suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.